Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. There was no blood in and on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.